Manufacturer narrative:
(B)(4). Updated video evaluation summary: three videos were provided. Video 1 shows a device with a with reload loaded placed on tissue. At the 00:03 mark the device is fired. At the 00:08 the device is removed from the tissue and bleeding is observed. Video 2 shows a device with a gold reload loaded. The knife returned to its home position at the beginning at the video. At the 00:04 mark the device is removed from the tissue and bleeding is observed. No malformed staples are noted. Video 3 shows tissue manipulation. Bleeding is observed and no malformed staples are noted. Based on the video reviewed the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to device analysis for full analysis details.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the patient need to be converted to an open procedure as a result of the bleeding? No. Were blood products required due to patient blood loss? No. Is the current patient status known? Stable and in hospital now. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown. Please explain.

Event description:
Staples malformed. During the laparoscopic total removal of sigmoid colon neobladder, after fired, found the distal staples malformed. The patient was bleeding, hemolock and harmonics instrument (product code unknown) were used to stop bleeding. The patient is stable in hospital.

Manufacturer narrative:
(B)(4). Batch number: r5759x. Investigation summary: one video was provided. The video shows a device with a with reload loaded placed on tissue. At the 00:03 mark the device is fired. At the 00:08 the device is removed from the tissue and bleeding is observed. Based on the video reviewed the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to device analysis for full analysis details. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.